Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer report number: 1627487-2019-09627. Reference manufacturer report number: 3006705815-2019-03231. It was reported that the patient had an exposed lead and possible infection. As a result, the patient had their entire system explanted. The infection was treated with antibiotics and has since resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.